Manufacturer narrative:
A visual examination of the returned device noted the device was fully deployed, however; the clip is still locked onto the bushing. The clip prongs were not locked into the capsule. There was a kink noted in the control wire. These failures are likely due to anatomical/procedural factors encountered during the procedure limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the clip grasped and locked onto tissue but failed to release from the catheter to deploy. The clip had to be pulled off from the tissue in order to remove from the patient. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.